Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is damaged. Customer's blood glucose was unknown at the time of the incident. It was stated that there is a crack on the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.